Manufacturer narrative:
This report is submitted on october 22, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to unspecified medical reasons. The patient was reimplanted with another cochlear device during the same surgery.